Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 requesting parts ID order for a base assembly. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, it was confirmed that reason for purchasing a base assembly is because the bottom case of the device is damaged where the screw is supposed to secure the stand to, to the vent. Screw is stuck, or bent, in place and cannot be taken out without applying force. To properly secure the unit to its stand, the base needs replacing. The investigation is ongoing.